Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of low blood glucose readings from the insulin pump. The customer's blood glucose was 34 mg/dl. The customer stated that she experienced low blood glucose while on the call. The customer was advised to drink juice and chocolate milk. The customer declined to call ems. The customer stated that she was getting fruit. The customer also stated that she had high readings with the first infusion change because she forgot to take the sleeve from the cannula. No follow up was requested from helpline.